Event description:
During the index procedure the patient had a 2.5 x 18 mm endeavor resolute rapid exchange (rx) drug-eluting stent implanted in the 1st obtuse marginal. Patient had one (unknown size) endeavor drug eluting stent implanted in the lad approx 32 months post index procedure. It is reported that approx. 5 days post implantation of the endeavor stent in the lad, the patient suffered an mi and underwent restenting of the lad with an unknown brand stent. The investigator assessed that there was no relationship between the event and the study device, the study drug or the study procedure. The patient recovered with treatment. Approximately 40 months post index procedure subject presented with unstable angina and underwent CABG revascularization to the lad and l-av . The patient recovered with treatment.

Manufacturer narrative:
Results: myocardial infarction. Conclusions: myocardial infarction. (B)(4).